Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. They performed a running test between june 22 and july 6 (demand mode: 60 ppm / pacing output: 30 ma). Upon evaluation of the device, the reported issue was unable to be duplicated and they could not reproduce the problem. They inspected the functions of the mrx, and the numeric values were within the normal range and there was no problem. Customer resolution and conclusion: from these results the fse determined there was no problem with the equipment. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a pacing failure. There was no patient involvement.